Event description:
It was reported that the patient was experiencing tugging due to the short lead lengths of the epicardial right ventricular (rv) leads and the epicardial right atrial (ra) lead. The chronic leads had loss slack and the physician implanted lead extenders to reduce the tugging sensation. The leads remain in use. No further patient complications have been reported as a result of this event.